Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the left ventricular lead exhibited inadequate capture on multiple vectors. The patient also experienced diaphragmatic stimulation on the vector that had capture. The anomaly was noted on (B)(6) 2019 and again on (B)(6) 2019. On (B)(6) 2019, the lead was explanted and replaced successfully. There were no complications with the procedure.